Manufacturer narrative:
The complainant facility returned one f8 dialyzer for evaluation from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with the corporate provided adapter caps and blood port caps. Gross visual examination did not observe any evidence of blood contamination in the fiber bundle. Coagulated blood was noted between the threads of the cavity ID end screw flange and the dialyzer housing. Gross visual examination of the sample revealed a thin piece of debris (consistent with a pe / pu sliver) situated between the potting cut surface and the o-ring of the non-cavity ID end. The debris was located at approximately 90 degrees with the dialysate port situated at 0 degrees. There was no other debris, damage, or irregularities noted. This complaint is confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the non-cavity ID end. The dialyzer was subjected to a laboratory external leak test where a leak was detected coming from the non-cavity ID end screw flange at approximately 6.5 psi. Visual characteristics of the debris were consistent with polyurethane/polyethylene (pe/pu) slivers; they are thin and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an external leak. The blood was visually observed leaking from under the sealed end-cap. There was no damage identified on the dialyzer. The machine did not alarm. Estimated blood loss was less than 100 ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient had just 15 minutes remaining in the treatment when the leak was identified. The patient was not reset-up with new supplies; treatment was not completed. The sample was available for manufacturer evaluation and it was requested to be returned.